Manufacturer narrative:
(B)(6). Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that two bd vacutainer® sst¿ tube(s) were found without labels. There was no report of exposure, injury or medical intervention.